Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a handpiece did not have any torsional power during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the company representative was not able to replicate any issues. The system was tested and found to meet product specifications. However, as a preventive measure, the handpiece was replaced. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).